Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the seal plug. An electrode terminal pin was fully inserted into the header without any difficulties. The setscrew moved freely and was verified to hold the terminal pin in place when tightened. A review of untreated episodes showed the noise was consistent with artifacts on the secondary and alternate vectors. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory. In the emblem device the seal plug is positioned over the tip, or distal, connector block. A hole in the seal plug can cause noise artifacts in the alternate and secondary vectors as the tip is part of the sensing circuit in those vectors. The hole in the seal plug likely contributed to the reported noise.

Event description:
.

Manufacturer narrative:
The explanted device will be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. There was also one untreated episode stored. The episodes occurred approximately five days post-implant. A review of the episodes found noise and a wandering baseline. The device was programmed to the alternate vector. During troubleshooting, noise was reproduced in the secondary vector with device manipulation. Electrode manipulation did not produce noise, and noise was not reproduced in the primary vector. The patient was admitted to the hospital and the device was programmed off. A connection issue was suspected and the physician planned an invasive procedure to verify the connections. At the revision procedure, this device was difficult to interrogate. The field representative reported trying seven times before the interrogation was successful. The pocket was opened and the physician tugged on the electrode; the electrode was secure in the device header. The setscrew was loosened without issue. The physician did not trust the device, so a new s-ICD was connected to the existing electrode. Manipulation of the device produced no noise. No additional adverse patient effects were reported.